Manufacturer narrative:
(B)(4). Additional information: shrink tube, would not cut. The analysis results confirmed that the 5dcs instrument was returned nonfunctional. In addition, the shrink tube was noted damaged at the clevis area. The instrument was tested and did not cut properly at the tip of the scissors. The instrument was disassembled and the joint ball was noted to be damaged. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scissors tips do not meet. Unable to cut with them. Same like product used. No report of adverse event to patient.